Manufacturer narrative:
Complaint conclusion: as reported by the legal department, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the plaintiff including, but not limited to, filter embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.  The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2011; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient, (B)(6), underwent placement of an optease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the plaintiff. Including, but not limited to, filter embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that four years and eleven months post implantation the patient had blood clots, clotting and occlusion of the ivc. The patient reports to be suffering from mental anguish and fear. According to the medical records, the patient had a history of pulmonary emboli (pe), anemia, suspected gastrointestinal (gi) bleed, and lower extremity deep vein thrombosis (dvt). The trapease filter was successfully deployed at l3 during the index procedure and the patient tolerated the procedure well. As reported, the patient underwent placement of an trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of pulmonary emboli (pe), anemia, suspected gastrointestinal (gi) bleed, and lower extremity deep vein thrombosis (dvt). The filter was successfully deployed at l3 during the index procedure and the patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, filter embedded in wall of the inferior vena cava (ivc) and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Per the patient profile form (ppf), four years and eleven months post implantation the patient had blood clots, clotting and occlusion of the ivc. The patient reports to be suffering from mental anguish and fear. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusive thrombosis within the filter and clotting do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.